Manufacturer narrative:
The device was discarded and not available for return. Investigations ongoing. This is one of two manufacturer reports being submitted for this case. Please reference 2015691-2021-02791 for the valve in valve.

Event description:
As reported by field clinical specialist (fcs), seven and a half years post implant of a sapien valve, a sapien 3 ultra valve was placed inside, due to stenosis. The patient was symptomatic. The patient had a valve in valve procedure performed. During valve deployment, the delivery system balloon burst. The system was removed without surgical intervention. Impella was placed to assist with hemodynamic compromise. While assessing valve function after implant, the patient was found to have a flailed mitral leaflet and severe mr. The cause is ultimately unknown. Physicians suspect the safari wire or the balloon during implant may have caused the mitral flail. Two days post implant of the second valve, the patient died. The cause of death was hemorrhagic stroke. It is not believed to have occurred during the procedure.

Manufacturer narrative:
The device was discarded and not available for return. Due to the unavailability of work order, DHR review and lot history review were unable to be performed. As no product was returned, no visual, functional or dimensional testing could be performed. No imagery was provided for review. Since the work order information was not provided, the effective revisions of the manufacturing procedure at the time of complaint initial aware date was referenced. The inspections and tests described below are representative of the processes that the delivery system would have undergone during manufacturing. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. IFU for commander delivery system with s3u, device preparation manual, and device training manual were reviewed. It is noted to take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst was unable to be confirmed. Additionally, since the device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis, and therefore no manufacturing non-conformances were able to be identified. A review of the IFU and training manuals revealed no deficiencies. As reported, 'during valve deployment, the delivery system balloon burst'. A pre-existing valve was present in the patient landing zone. It is possible that the interaction between the balloon with an existing valve may compromise the balloon wall during inflation. Available information suggests that patient factors (pre-existing valve) may have contributed to the reported event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. As there was no confirmed edwards defect, no corrective/preventative actions are required. The balloon burst was unable to be confirmed. No labeling inadequacies and no manufacturing nonconformances were identified during the evaluation. Available information suggests that patient factors (pre-existing valve) may have contributed to the reported event. Since no product non-nonformances, labeling or IFU/training manual deficiencies were identified, no corrective and preventative actions nor pra is required at this time. The cause of the flailed mitral leaflet and subsequent severe mr is unknown as information was requested but not forthcoming. However, it was 'suspect the safari wire or the balloon during implant may have caused the mitral flail.'